Event description:
The customer contact reported a leak of a chemotherapeutic agent. The empty solution container was to be used to deliver abraxane 200mg/80ml. It was reported that the administration port of the empty solution container was spiked with an unspecified tubing set. The medication was added to the empty container through the tubing set under the hood in the pharmacy department. It was reported that after the medication was added to the empty solution container, the solution container was hung in a vertical position in the hood. It was reported that the customer contact left the hood area and returned 10 minutes later and noted that solution leaked from the additive port of the solution container. It was reported that the prepierced reseal of the additive port was missing. The solution container was replaced and the medication was remixed. The solution that leaked was cleaned up according to the user facility's protocol. There were no reported adverse effects to the pharmacy tech. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.